Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-19698. It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the pacemaker and the right atrial lead exhibited low pacing impedance. The physician explanted and replaced the pacemaker to resolve the issue. The patient was in stable condition.